Event description:
User alleges as he was placing the tracheostomy tube in, the junction between the "handle" of the obturator broke just outside of the tracheostomy tube where your hand pushes in the tracheostomy. The broken piece was removed using a kelly clamp and the remainder of the obturator was removed with the entire trach. A new trach was obtained for use and no adverse pt outcome reported.